Event description:
A family member reported that the patient was experiencing blood glucose fluctuations as low as 22 mg/dl for two weeks. The family member reported that the patient required treatment with glucagon during one of these fluctuations. Customer support reviewed the pump with the family member. The family member confirmed that the pump history and settings were correct. The history showed two primes on (B)(6) 2011 which the family member stated occurred while the patient was in class and the family member confirmed that the patient knew to disconnect with primes. Customer support advised the family member that there was no indication of a pump issue. Customer support advised the family member to follow up with the patient's health care provider. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up # 2 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the pump powered on with auditory and vibratory alarms. A flow test and full investigation were not possible due to moisture damage sustained by the pump rendering it non-operational.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).